Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode. The device was successfully restored to nominal settings and the patient remained stable.